Event description:
Additional information received identified that physician explanted the old lead on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost therapy from the drg l5 lead. During reprogramming, it was noted that impedances were fluctuated from high to low. Multiple programs were attempted but to no avail. During the surgical intervention to reposition the leads on (B)(6) 2018 (when the ipg pocket was open) evidently, both leads were broken and bare wire exposed. As such the procedure was abandoned. Surgical intervention is pending to address the issue.

Event description:
Additional meaningful data received indicated that a new lead was implanted on (B)(6) 2018. Therapy was restored post-operatively.